Event description:
A patient reported since she began the trial, she felt a ¿little zap/little teeny stock¿ in her butt. The patient noted it occurred for a short time then stimulation sensation goes away entirely. The patient stated the sensation would be uncomfortable if it were to continue, but it goes away. The patient stated it began at 0.4 when it was initially set with the manufacturer representative (rep). The patient stated she had been slowly increasing stimulation every few hours. The patient stated she was not getting at least a 50% improvement in symptoms. The patient noted she had gone from going 13 times a night to 10 times a night to 8 times a night and only going 10 drops. The indication for use is unknown.